Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, fracture, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: sz 3, 11mm tibial insert;200-63-11; (B)(6). Sz 3f/2t tibial tray;204-04-32; (B)(6). Sz 3 femur;230-02-03; (B)(6). The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause. Multiple MDR reports were filed for this event, please see associated report :1038671-2020-00233. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 101 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increased pain and mechanical symptoms. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear, loosening and fracture of the polyethylene liner and loosening of the femoral component. No further issues or complications were reported. No additional information is available.